Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device shut down while in use. The customer reported the patients oxygen saturation dropping when the power loss occurred.